Manufacturer narrative:
The investigation determined that higher and lower than expected phenytoin (phyt) results were obtained from non-vitros biorad quality controls processed using vitros chemistry products phyt slides lot 2627-0193-5577 on a vitros xt 7600 integrated system. The assignable cause of the lower and higher than expected vitros phyt results is an instrument related issue. Historical quality control results were found to be imprecise. Additionally, the customer had stated the same lot of vitros phyt reagent was performing within expectations along with the same biorad controls on the site's alternate vitros instrument. An ortho field engineer (fe) replaced the tubing of the immunorate subsystem of the vitros xt 7600 system and performed adjustments to the subsystem. Following service actions, vitros phyt control results have returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected phenytoin (phyt) results were obtained from non-vitros biorad quality controls processed using vitros chemistry products phyt slides lot 2627-0193-5577 on a vitros xt 7600 integrated system. Biorad lot 40450 level 2 result of 8.35 ug/ml vs an expected result of 12.59 ug/ml biorad lot 40450 level 3 results of 15.94, 15.32, 17.45, 26.87, 16.34, 16.25 and 31.58 ug/ml vs an expected result of 22.33 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient control fluids and were not reported from the laboratory. The customer did not indicate that any patient sample results had been affected. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 612208.